Event description:
During an ablation procedure with a varipulse catheter, the patient experienced drop in blood pressure. A pericardial effusion was confirmed by ice (intracardiac echocardiography). The medical intervention provided was pericardiocentesis. The pericardial effusion was first discovered, no ablation had been completed yet, and they had just gone transseptal. The physician decided to monitor the pericardial effusion for a while before they proceeded to ablate with a varipulse catheter using a trupulse generator. The pericardial effusion getting bigger, so the medical team called in a surgeon to open the patient and perform surgery to repair the perforation. The patient was reported to be in stable condition. The physician thought the injury was caused by issues with the patient¿s anatomy with a persistent left subclavian that shifts the anatomy and may have contributed to the cause of the injury. The pentaray catheter was used for mapping. The ablation catheter and the mapping catheter are not available to return. The device used was carto 3 system. Information received indicated that the physician¿s opinion on the cause of this adverse event was that the patient had very difficult anatomy with a persistent left subclavian that shifts the anatomy and may have pushed the transeptal more posterior. The intervention provided was pericardial tap first then had to crack the chest to suture the hole closed. The outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of spending the weekend in the ICU but is reported to have been recovering well and scheduled to return home.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-dec-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31712136l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).